Event description:
It was reported that upon opening the outer box of the express biliary ld premounted stent system, the inner packaging was found to have an open seal. The device was not used in the procedure.